Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion received a call from the customer requesting preventative maintenance on this device (B)(6) 2016 with no reported information regarding any related event. The unit was returned to carefusion on (B)(6) 2016. The service technician performed preventative maintenance on model lap top ventilator 1200 as requested and shipped the unit back to the customer on (B)(6) 2016. Carefusion received user facility medwatch form on july 07, 2016. A root cause cannot be determined due to preventative maintenance being performed on the ventilator.

Event description:
The customer reported model lap top ventilator 1200 failed while connected to a patient. The ventilator shut off without warning and when it was turned back on, the ventilator did not ventilate for 30-40 seconds. The patient was taken off the transport ventilator and manually ventilated for the remainder of the flight. The customer stated the patient was fine and there are no allegations of patient injury or harm associated with the reported malfunction.